Event description:
End-user reported that he developed a skin rash on the abdominal skin, after 2 days of sampling product.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user had discontinued use of product and is now wearing a coloplast product. It is also reported that, no further info was provided due to customer's time constraints, and he was reluctant to engage in any further communication regarding this case. This complaint has been evaluated by the site of manufacture. Medical and regulatory statements have been reviewed, and a investigation was conducted on 12/04/2013 by evaluating and assessing the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy pts and/or health care provider is consistent with the conditions that ostomy pts experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the eval. There was no returned product available for review. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No add'l info is expected.